Event description:
Philips received a complaint on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) evaluated the device, ran the device in normal settings, and discovered that a 1102 "primary alarm failed" alarm error occurred. The asp reviewed the event log and service manual and found that the speaker needed to be replaced. The asp followed the service manual procedure for replacing the speaker assembly, and after successfully installing the replacement speaker, the asp verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Upon further investigation, the following has been reported per good faith effort (gfe) response, the field service technician confirmed that the 1102 "primary alarm failed" alarm error occurred at power on self-test (post). Therefore, the issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.